Event description:
Patient postpartum, foley catheter with medline urosure statlock. Foley catheter was documented as intact. On the next check, foley catheter was found to be out of the patient with the balloon still inflated and statlock still secured to the leg but failed to keep the foley in the statlock. Patient found to be actively bleeding. Urology was consulted, noted a urethral tear requiring surgical intervention and cystoscopy.